Event description:
On (B)(6) 2011, we performed in vivo dosimetry to verify the skin dose for the pt's total skin electron beam treatment. We used (B)(4) in vivo dosimetry device (ivd) model #1136, with 8 channels and rf capability. Eight detectors, supplied with the device, were placed on the pt's skin under my supervision. Then, the prescribed electron beam treatment was administered while dose recording was taking place. During the radiation treatment, the pt noticed pain and burning at the sites of detectors contacting the skin. She reported pain and burning at multiple detectors sites, although she was not certain if all 8 sites of contact of the detectors with the skin were affected. I inspected the pt immediately after the radiation treatment was administered and the detectors were removed from her skin. There was an area of erythema with irregular pale skin elevation on her posterior neck at the site of the detector #4. This was most consistent with a superficial electron burn. A similar burn, but without skin pallor, was present on the anterior abdomen at the site of the detector #5 contact with the skin. Visible burns were not present at the remainder of the detector sites. Pt reported no other complaints and exhibited no other adverse signs. Digital photographs were taken by me immediately after the event in order to document it. I treated the burn sites on the posterior neck and anterior abdomen with 2% topical lidocaine cream and she was sent home.